Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The problem found (damaged wires) during the investigation of an isolated event was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming testing. The device failure did not cause or contribute to the patient death as the patient was in a non-treatable, non-life sustaining rhythm at the time of the device shutdown.